Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2-s1 orthodontic fixation for l4 rupture fracture. It was reported that the screw of l5 was inserted from the outside when v5 was used, so it could not be connected to the s1 screw. The connection was made using a lateral connector, but since the voyager did not have the equipment to cut the screw, the physician decided not to cut the screw, but to crimp it tightly with a t25. At that time, the screwdriver was damaged (the screwdriver tip was not screwed), so it was buried in the screw hole of the lateral connector. There was no patient symptom reported. No additional surgery was performed or planned. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part# 6550003, lot# kh19b356 - visual and optical examination identified it appears that part of the tip of the instrument has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.